Event description:
During routine testing of the device, our foreign consignee reported the user had observed a time delay on the roller pumps once the heart lung console was powered on. Three roller pumps were powered on at once, and the other two roller pumps powered on with a delay of approximately 1-2 minutes after the first roller pump was powered on. Since the event occurred during routine testing on the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.